Event description:
A malfunction on the pump was reported, possibly caused by exposure to rain. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction recurred, and they acknowledged this guidance.